Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be a duplicate of 0001822565-2020-01177. This initial report, 0001822565 - 2020 - 01147, was forwarded in error and should be voided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the instrument fractured during surgery. No adverse events have been reported as a result of the malfunction.